Manufacturer narrative:
Final analysis found that the lead was returned in two pieces. On the returned distal portion, an insulation abrasion exposing the outer coil was noted at 30.6 cm to 33.4 cm from the distal end. The abrasion was consistent with exposure to constant friction with another implantable device.

Event description:
It was reported that the patient experienced pocket stimulation from the atrial lead when the device was programmed at 3.5 v or above. The device was programmed to 2.0 volts atrial output. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Information from the field notes the outputs were kept the same to prevent the patient from feeling the pocket stimulation. It did not resolve the issue. The lead was subsequently explanted.